Manufacturer narrative:
This report is submitted on october 11, 2022.

Event description:
Per the clinic, the patient experienced a loss of osseogeneration of the implant which was treated with a topical antibiotic. There are plans to re-implant the patient.